Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on patch bond edge and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is a sharp pattern on patch bond edge of broken device assessed as an unidentified (tear) opening.

Event description:
Patient reported for right side "during surgery. Both implants were [found to be] ruptured." Physician confirmed the rupture. Patient additionally reported non-device related events as follows: "been sick for 6 years with shortness of breath, [and] chest pain all this time." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "dr. Steven mcguire thought I had a capsular contracture, but during surgery he fund that both implants were ruptured."

Event description:
Patient called to report a bilateral rupture discovered during explant. Patient reported further events which have been deemed not related to the device: "I¿ve been sick for 6 years with shortness of breath chest pain, all this time.¿ healthcare professional called to confirm bilateral rupture. Affected side is right. The device has been explanted.